Event description:
It was reported that the burr got stuck on wire. A 1.25mm rotapro and rotawire were selected for procedure. During the second ablation, the burr got stuck with the rotawire. The rotawire and burr were removed together as one unit from the patient. The procedure was completed with another of the same device. There were no patient complications reported.